Event description:
Performing a microwave ablation on patient's liver. After second ablation, it was noticed that the ceramic tip had broken off of the probe. Through x-ray, the broken tip was seen in the liver, and it was retrieved using a maryland dissector.